Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire was reported. After the patient removed the system due to pain at the insertion site, the sensor wire had been retained. After meeting with their doctor at the hospital, they were referred to general surgery to consult on having the sensor removed. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.